Event description:
It was reported that the patient had an inappropriate shock due to a fast rate. The patient has a brady pacemaker implanted along with this subcutaneous defibrillator. The rate was around 220 beats per minute, and the patient was syncopal. Technical services reviewed the electrograms and discussed some options. There were no additional adverse patient effects. The system remains implanted.

Manufacturer narrative:
This supplemental report is being filed to correct the initial reporter facility information in the e. Initial reporter tab.

Event description:
This supplemental report is being filed to correct the initial reporter facility information in the e. Initial reporter tab. It was reported that the patient had an inappropriate shock due to a fast rate. The patient has a brady pacemaker implanted along with this subcutaneous defibrillator. The rate was around 220 beats per minute, and the patient was syncopal. Technical services reviewed the electrograms and discussed some options. There were no additional adverse patient effects. The system remains implanted.